Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch to repair the bed.

Event description:
Information received indicates the head section would rise to approximately 8 inches and then run back down on its own.